Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
June 17, 2019 literature article entitled: ¿clinical and radiologic outcome of total hip arthroplasty performed by trainee compared with consultant orthopedic surgeons. The study¿s objective was to examine the results of total hip arthroplasties performed by supervised trainees and consultants. Between january 1998 and november 2000, data was prospectively collected on 139 primary thas performed by supervised specialist registrars (years 1 to 4) and 397 thas performed by 6 consultant orthopedic surgeons within the unit. The models of prostheses used include cemented charnley tha. Please note cement manufacturer was not provided. The study identified the following adverse outcomes experienced by the patients: 8 dislocation, 10 infection, 1 periprosthetic fracture, aseptic loosening of cup and/or stem (quantity not provided), mis-positioning cup and/or stem (quantity not provided), blood loss requiring a transfusion (quantity not provided), 15 revision / re-operation.